Manufacturer narrative:
"Tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room, and was subsequently hospitalized due to an elevated blood glucose level of 700 mg/dl and diabetic ketoacidosis. A chest x-ray and electrocardiogram test were done. Customer was treated with an intravenous insulin and fluid drip, and was released from the hospital 4 days later with no permanent damage. Reportedly, the pump shutdown due to normal battery depletion due to the customer not charging the pump. The customer was unaware that the cartridge needed to be reloaded in order to resume insulin therapy. Tandem technical support educated the customer on how to properly resume insulin therapy. Cts verified the pump functioned as intended.